Event description:
Based on the initial report there is no indication that the patient's death due to heart attack is related to vns.

Event description:
It was reported that the vns patient passed away due to a heart attack. The online obituary indicated that the patient passed away at the hospital. The physician indicated that the death was not known, but that the patient was scheduled to undergo generator replacement due to end of service (pulse disabled). The patient was not receiving vns therapy at the time of death as a result of expected battery end of life. The funeral home indicated that the patient was buried with the device; therefore, no product analysis can be performed. The hospital records indicated that the patient collapsed at the group home and cardiopulmonary resuscitation was performed for 45 minutes until the patient regained spontaneous pulses. The patient was then transferred to the hospital where she again arrested. CPR was performed again for 15-20 minutes and the patient was transferred to the ICU. The patient's family informed that the patient had a do not resuscitate order and at this time they wished to withdraw care due to the poor prognosis. Comfort measures were taken and the patient passed away.